Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. During procedure, it was found that the right-atrial (ra) lead exhibited high capture threshold. Programming changes were made. Patient condition was stable.